Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. After the deployment, the pt's pulse in the right foot weakened and the foot became cool to the touch, however, no pain was reported by the pt. Pulses were non-palpable after 30 minutes and ultrasound revealed lack of blood flow. The pt was sent to surgery for thrombolectomy and removal of the collagen due to partial insertion. The pt was discharged and no further complications were reported.